Event description:
The manufacturer representative provided additional information clarifying that the healthcare providers were not planning to replace any components during the explant surgery. The patient had an infection that needed to be resolved before implanting a new battery. The plan was to leave the leads without an extension or battery until healing occurred. Following the placement of the new battery, the patient recovered from the surgery without any reported issues.

Manufacturer narrative:
Continuation of d10: product ID 3708660 lot# serial# (B)(6) implanted: (B)(6) 2019. Explanted: (B)(6) 2025. Product type extension, ubd: 2022-09-24, UDI #:(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 37603, lot#serial#: (B)(6), implanted: on (B)(6) 2019, explanted: on (B)(6) 2025, product type: implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the manufacturer representative that the patient developed an infection following the replacement of the implantable pulse generator (ipg) on (B)(6) 2025 and underwent explantation of the battery and extension on (B)(6) 2025. During the procedure, the surgeon cut the extension wire distal to the connection to the lead, leaving 3-4 cm of the extension still connected. Lead end caps were not available, as they are only packaged with specific leads, and the surgeon opted not to leave the lead end exposed. Additional information was received from the patient during post-implant care communication, stating they were preparing to replace all components and had not yet received the new implanted neurostimulator. The patient also mentioned they never received post-surgery instructions and were kept overnight before being sent home on thursday. The manufacturer's representative reported that the replacement surgery occurred on (B)(6) 2025. During this procedure, the surgeon used cautery to open the scalp incision and noted that the patient bucked on the table under anesthesia in response to the use of cautery. The patient woke up from the surgery with no reported complications. The doctor provided feedback stating that appropriate end caps for these leads should be a readily available product to prevent similar situations in the future.